Event description:
It was reported that the patient was hospitalized due to weakness in the left leg after the implant surgery. The device was removed. The manufacturer attempted to obtain additional information regarding the nature of the issue but none was available.